Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and due to usb connector damage. Pictures were taken. Receiver charge and boot testing were performed and failed due to the receiver not powering on after charging. The receiver log was not downloaded due to unit does not power on after charging and no data was reviewed. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.